Event description:
Sample no., (B)(4) was loaded as position 6 and sample no., (B)(4) was loaded as position 7 on track 1 (in sample array). From lab info system ((B)(4), at the moment in process) the pt data from ending 660 was mixed with the ending of pt data 260. The problem was missing relevant pt data behind ending 260. The pt data for ending 660 was not transmitted. The customer started the run and discovered the missing data later. The samples were loaded again. For these samples now came a note that the host data are not identical with the system data of the relevant sample. The instrument specific data were reviewed and compared to a similar error on the same tango (MFR no. 9610824-2011-00114).

Manufacturer narrative:
Both samples were loaded twice to the analyzer. Due to the first loading the following pt data was sent from the host: sample (B)(4): (B)(6), sample (B)(4): no order sent from host. For the second sample loading the host sent another mapping of sample ID and pt data: sample (B)(4): (B)(6), sample (B)(4): (B)(6). The reason for this pt data mix-up could be clearly identified as the lab info system itself.